Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely through merlin.net. Upon interrogation, the implantable cardiac monitor exhibited undersensing. The false pause episode was likely due to loss of contact. No programming changes were made. Patient would continue to be monitored.